Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident of 2/17/98. Approx six months post-procedure, the pt returned with pain and symptoms of vaginal dehiscence of the sling material. The sling material was removed without incident. The physician reclosed the incision site and the pt underwent treatment with premarin cream and antibiotics. The pt is scheduled for a f/u examination. No further information regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis will be performed. Co's f/u revealed the pt was obese with a history of high blood pressure. Directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant site. Loss of fixation and/or visualization of implanted graft materials. The risks associated with procedures that require placement of a bone anchor can be greater in pts with chronic conditions such as diabetes or obesity and those on medications such as corticosteroids."